Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine device exchange. Device interrogation prior to procedure revealed noise episodes and mode switches due to atrial lead noise. During the procedure, the physician noticed that the lead insulation had worn away. The atrial lead was explanted and replaced. Patient was stable post procedure.